Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2014 due to high blood glucose. The cause of death was leukemia. The caller stated that the customer had cancer that may have led to the customer's passing. The customer¿s blood glucose was over 500 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer and their family were unaware of the cancer as it was found when they got hospitalized for the high. The customer was not using sensors. The caller declined to return the insulin pump for analysis.